Event description:
A customer contacted beckman coulter, inc (bci) in regards to an evidence of leaking or splatters from the sample mixer paddle wash collar across the reaction wheel cover on unicel dxc 600 pro synchron clinical system. No chemical or biohazard exposure was noted. There was no effect to patient or to user.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the wash cup, and it resolved the issue.